Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada; the customer's report was observed during initial testing. The device was put through extensive testing without duplicating the report. The monitor board and dock conector were replaced as a precaution. The device was recertified and returned to the customer. The monitor board and dock connector were returned to zoll medical united states; the customer's report was not observed during the evaluation. The monitor board and dock connector were scrapped after testing. Analysis for reports of this type has not identified an increase in trend.